Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station showing as auto-discharged in pyxis server but has not been discharged in cerner. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station showing as auto discharged in pyxis server but has not been discharged in cerner. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient was auto discharged in the pyxis server but not in cerner, and after manually adjusting the discharge date, the patient did not reappear in the facility. A technical support specialist (tss) dialed into the database server and ran the patient casts query. Logged into station and confirmed the patient was in discharged status. Tss found the patient had been in three units, starting in emergency department (ed) and then moving to 4est. As per knowledge article "admitted patients shows as auto-discharged in visit reconciliation", ed unit auto-discharges patients after 4 days. Customer confirmed the issue was resolved but asked if extending the discharge date would make the patient visible again. Investigation showed this is not possible and patient must be re-admitted. Explained this via email, and customer acknowledged and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.